Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) therapy. Specifically, the patient had been having urgency and frequency symptoms like before they were implanted with the ins. The patient stated that they therapy had been working for them and that the trial had also worked. The patient had their post-op visit with their doctor on (B)(6) and ¿things were fine.¿ it was also reported that the patient was implanted with a ¿bladder sling¿ on the same day as the ins was implanted. The patient reported that they had sex around (B)(6) and since then they noticed all of their symptoms had returned. It was also reported that the patient went to their doctor on (B)(6) and was tested for a bladder infection, stds, and had a urine culture taken. The patient just finished antibiotics that were prescribed for possible urinary tract infection (uti) but their symptoms persist. The patient increased the stimulation on their ins but it did not seem to ¿make a difference.¿ it was reported that the patient was going to lose their insurance on (B)(6) 2014. The patient was frustrated, stressed, and worried regarding the situation and called their doctor¿s office but had not heard back. The patient was going to attempt to call their doctor again today. Additional information reported that the patient did follow up with their doctor. The patient confirmed that they had been ¿having issues¿ for a couple of weeks and had not slept (¿really tired¿). It was confirmed that the ¿everything was working great¿ until the patient ¿did their post-op and had sex afterwards.¿ it was clarified that the patient had sex on (B)(6) ¿which was nightmare after that¿ with a constant urge to go to the bathroom since. It was also reported that the patient had been taking ¿azo¿ forever. The patient stated that they first went back to the doctor on thursday because they thought they may have had a uti because they urgency was so bad. It was also reported that their urgency was so bad that they could not leave their house. The patient started to take the antibiotic ¿because they had one¿ then their healthcare professional (hcp) told them to stop taking it. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0dv2s, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).